Event description:
It was requested by a customer representative to pick up a citadel plus bed frame because side rail was broken by a patient. No injury was reported. At time of pick up the citadel plus bed frame, it was found by an arjo representative that the side rail panel was detached from the bed frame. The detailed circumstances in which the issue occurred are unknown.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
A service was requested by a customer representative because a citadel plus bed was allegedly broken by a patient. No injury was reported. At time of pick up the bed frame it was observed that the side rail panel was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with an information provided by the customer that the side rail panel was broken by the patient. According to citadel plus instruction for use (831.374): "side rails are not intended to restrain patients who made a deliberate attempt to exit the bed." "Caregiver should always aid patient exiting the bed." To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet its specification. The issue occurred at time of use the bed frame by the patient. No injury was reported. The complaint was decided to be reportable due to side rail detachment.